Event description:
It was reported that during an atrial fibrillation (afib) procedure, the customer able to ablate and pace simultaneously from m1 ¿m2 electrodes. The pacing stimulator was micropace and the pacing was planned pacing. The case was completed without any patient consequence. There was no malfunction was reported. Upon following up with the customer, bwi received additional information which stated the customer disabled one of the safety feature in the smartablate generator which was the impedance cut-off menu. As result the generator will ignore high impedances which created by piu for ablation because of pacing selection. Therefore, the physician was able to ablate and pace at the same time.

Manufacturer narrative:
After further investigation, it was confirmed that the carto 3 system was removed upon the client¿s request. A new system was installed. The suspicious system was sent to the device manufacturer. The issue was investigated by the sustain engineering department. Further communication with the field revealed that this happened while using the smart ablate generator and max impedance was set to off. The issue was duplicated. While using smart ablate generator and max impedance was set to off, the smart ablate generator does not stop the ablation signal even if map1-2 was selected on the pace routing and electrode m1 was disconnected from the ablation line. Smart ablate generator continues to generate ablation signal even when the impedance was cut, comparing it to the old stockert ablator which stopped the ablation signal while impedance is not measured. Ablation signal generating while map1 is disconnected from ablation line is a smart ablate system feature by design. The system performed as intended. It is also not a carto 3 malfunction. (B)(4).

Manufacturer narrative:
The concomitant product: carto 3 model# m-4800-01 serial # (B)(4).

Manufacturer narrative:
Refer to evaluation summary: (B)(4). It was reported that during an atrial fibrillation (afib) procedure, the customer able to ablate and pace simultaneously from m1 ¿m2 electrodes. The pacing stimulator was micropace and the pacing was planned pacing. The case was completed without any patient consequence. There was no malfunction was reported. The customer was aware of the issue so they ensured that no pacing and ablation was carried out together. Carto 3 was replaced. Issue solved. No malfunction of generator was found. No service was requested for the generator. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.